Event description:
While testing the error recovery scenarios on the unicel® dxh 800 coulter® cellular analysis system, it was discovered that erroneous hemoglobin (hgb) results may occur without any instrument generated messages after specific errors. Testing results on the sample analyzed in this study showed: a) when error message 'bsv* position could not be verified' is generated, erroneously low hgb results may result. The hgb reference result value was 13g/dl, and the instrument reported it as of 5g/dl. B) after error message ¿wbc pump did not sense home¿, erroneously high hgb results may occur. Hgb recovered approximately 10% higher for the second sample. The issue was discovered in-house, and no actual patient samples were generated. There was no death, injury or change to patient treatment associated with this event. *bsv = blood sampling valve.

Manufacturer narrative:
When the "bsv position could not be verified " error is generated, the system does not correctly transfer the hgb sample to the hgb cuvette. As a result, the system takes a reading on an empty cuvette (air) instead of the sample. After the "wbc pump did not sense home" error occurs, the recovery cycle fails to clean the wbc/hgb segment of the bsv. It was determined that the root cause is the event handling of the error by the diluter table.